Event description:
It was reported that the t:slim x2 pump battery would not charge and a power source alert was present in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved prior to the call to technical support, and no additional information regarding the event was shared.